Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, blood glucose (bg) level was 600 mg/dl. To address the issue, a cartridge and infusion set change was performed and bg level decreased to 341 (mg/dl). Although requested, the contact declined to perform information regarding the reported issue.